Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 12/19/2003 along with concurrent transvaginal hysterectomy, perineoplasty, posterior repair, cystoscopy and veritas collagen matrix due to menometrorrhagia, uterine prolapse, cystocele, rectocele, and sui. It was noted that the patient underwent a mesh removal on (B)(6) 2004 for cystocele. It was reported on (B)(6) 2009 that patient while lifting experienced a tear in vaginal area (2-3 hrs bleeding afterwards). Examination: no vaginal tear but moderate cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.